Event description:
Customer contacted beckman coulter inc. (Bci) with reproducible low tt4 results generated by the unicel dxi 800 access immunoassay system for three patients.the erroneous results were reported outside of the lab.subsequent testing at an alternate site produced discordant results in the normal reference range which better matched the patient's clinical picture.there is no report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The samples were collected in 3.5 ml bd lihep plasma tubes with a gel separator. The samples were centrifuged for 5 minutes at 3500 rpm.qc was within the customer's establisjed ranges prior to the event.a field service engineer (fse) was on-site on (B)(6)2010. The fse verified hardware performance and no issues were noted. The fse verified alignments and cleaned all the pipettors and sample probe. The fse performed a high sensitivity system check which passed within the instrument specifications.a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.